Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation threshold (dft). The patient was brought in for testing and a lead revision to a more apical position was unsuccessful. Physician chose to cap and replace the lead. No further patient complications have been reported as a result of this event.